Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-02092 / 02094).

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2006 due to unknown reasons. The head was removed and replaced with another biomet head. A further revision procedure was performed on (B)(6) 2012 allegedly due to pain and instability. The acetabular cup and femoral head were removed and replaced.